Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This is a report of the patient accidentally dropping the patient line during set up. The patient stated the patient line fell during and touched his catheter. This report cannot be confirmed in the lab due to a lack of sample. Not enough data are available within the report to identify root cause; therefore the root cause was not determined. Follow up was done via phone call; the patient has continued therapy and no injury or medical intervention was reported as a result of this incident. This review found the labeling adequate for the use error in the report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted (B)(4) regarding assistance with the homechoice (hc) unit at connect yourself. Per the initial report, the home patient (hp) stated he dropped the patient line and the tip of the line touched the edge of his catheter and then he connected himself but hasn't opened the clamp or the transfer set yet. (B)(4) assisted the hp by explaining the proper set up procedures and assisting the hp to cycle power off/on and start over with all new supplies to be safe and not get any infections. There was patient involvement, but no injury or medical intervention was initially reported. Follow up was done via phone call; the hp has continued therapy no injury or medical intervention was reported as a result of this incident.